Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated immediately on start up. The downstream sensor was found to be the issue. This was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a double beep no cassette error during testing. There was no patient present at the time of the event nor any reported adverse events.